Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when preparing the therapy, it was found 3 outflows of the same batch leaking the medicine. The issue occurred before using the devices. There was no patient involvement.

Manufacturer narrative:
No product was returned; however, a photo of the device was provided for analysis. The failure mode will not fit on pump was confirmed from the photo. However, the corresponding inspection couldn't be performed because the sample was not returned. Retrospective review was also performed and no complaints related to this failure mode were identified. A review of the device history record (DHR) showed that all inspections were completed, with no issues noted during manufacturing.